Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during a meniscal repair procedure, the knot pusher of the fastfix 360 was unable to cut the thread of the first suture, therefore the surgeon used forceps not designed for this purpose to cut it; for the second suture, the surgeon tried again, but it did not work and became stuck on the suture, which resulted in the suture being torn out, leading to the removal of the suture put in place; the procedure was resumed using an equivalent s+n backup, it is unknown if there was a surgical delay, and no further complications were reported.

Manufacturer narrative:
H10 h3, h6: the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The handle and tube have abrasions indicating they have been in contact with a sharp instrument such as a grasper. A functional evaluation found that it will not cut a test suture. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with component failure. Factors that could have contributed to the failure include entanglement with other instruments or devices damaging cut edge or excessive amounts of cuts or reuse. Based on this investigation, the need for corrective action is not indicated.